Manufacturer narrative:
Concomitant medical products: 7002 rv lead, implanted (B)(6) 2007; 406852 ra lead, implanted (B)(6) 2000.

Event description:
It was reported that the patient experienced pocket stimulation when programmed lv ring to right ventricular coil. It was noted that the lv tip vectors have high thresholds. Lv pacing was turned off which eliminated the pocket stimulation, but the patient stated that they did not feel as well. Impedances were noted to be low, but stable. Exploratory surgery determined that the adaptor had caused the pocket stimulation. The lead remains in use and the adaptor was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.